Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed. The product was not returned for review. The root cause of the pump leak was most likely a damaged yellow luer. The root cause of damaged yellow luer was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 76-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had a cp support initiated when after one day of support (28hours) the team observed a purge leak. The leak prompted the team to explant the pump. There was no lasting harm or injury from the pump explant and purge leak. The pump was not replaced.